Event description:
It was reported that the device alarms lec 1720. No patient injury was reported.

Manufacturer narrative:
The device was returned for investigation. The event log was not provided. A functional test was performed, and the reported failure was replicated. The device alarmed error 1720 when powered on. A broken backup capacitor ground wire was identified and noted as the cause of the issue. The backup capacitor will be replaced. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.